Event description:
Upon separation of a dual lumen nasal cannula, one port was to go to the oxygen, and the other port was to go to the etc02 monitor. The input of the o2 portion became loose and fell away from the cannula, causing the pt not to be hooked to the o2. No harm came to the pt, however, this was a concern. The company was contacted to notify company about this issue. Ask company if this is a product defect. Ask company if there should be warning related to how far back you should separate the cannula lumens. Ask company to alert others re: this issue. Ask if company is monitoring similar occurrences.